Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/09/2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/15/2015 with the following findings: evidence of short battery life, voltage drops and "por" events observed in black box on 7/9/2015. Pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery compartment crack observed in thread area. Battery compartment threads intact, no damage. Evidence of moisture contamination inside battery compartment and underside of battery cap. Current draws within specifications. A "battery life" issue was not duplicated during investigation. A leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.